Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08770 inches. No possible over or under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may be over delivering. The customer¿s blood glucose level was 77 mg/dl at the time of the incident, and 130 mg/dl at the time of the call. Customer treated the low with glucose tablets. Troubleshooting was completed but did not resolve the issue. The customer uses a competitor's sensor. The insulin pump will be returned for analysis.